Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Rep called and merged a pt into the call. Pt said they had issues charging their ins for the past 3-4 months. Pt said the ins would charge for about 30 seconds and then they would get the red light and the ins quit charging. Pt said it took awhile to locate the ins when starting the charge and after about 5 minutes a relocating the recharger, they were able to get excellent charge quality, but the excellent quality would never last. Technical services (tss) asked pt name, but then the call disconnected. Tss emailed rep to gather pt info and to gather staging record information. On (B)(6) 2024 the rep was unable to provide patient and device information at this time.